Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with light sensitivity in both eyes one month post photorefractive keratectomy. No visible pathology was noted and the anterior chamber was deep and quiet. The patient began a topical steroid taper and will be seen in follow up at a later date. Additional information received states the patient has not been seen in follow up. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.